Event description:
Attempts were made to ventilate a pt, who was obese, with a difficult airway, using the arndt exchange catheter. Attempts were also made with an eschmann stylet and pressurized oxygen. After leaving the operating room, the pt complained of chest pain. She had been laying more on her side, so it was believed this may have been causing the pain. It was also noted she still needed oxygen. On x-ray, a very large pneumothorax was noted. A cook chest tube was placed and the pneumothorax was quickly resolved. The pt has since been discharged home with no apparent effects. It is not clear what caused the pneumothorax. It may have been spontaneous or iatrogenic, with the eschmann bougie or arndt wire guided exchange catheter, or both, contributing.

Manufacturer narrative:
Expiration - unk as lot is unk. (B)(4) - the potential for perforation of the bronchi or lung parenchyma is a potential complication labeled in the IFU. Unk as not provided by reporter. The product was not returned to assist in this investigation. The product is inspected 100% for verification of correct sideport placement and quantity, distal end hole is rounded and smooth, and that the overall surface of the catheter is clean and free of excessive dents, scratches or bumps. The appropriate design control activities have been completed. An IFU is provided; in which it is stated that perforation of the bronchi or lung parenchyma is a potential complication; in addition to stating: "properly position the cae catheter within the endotracheal tube by aligning the appropriate centimeter mark indicator of the cae catheter corresponding with the centimeter mark indicator of the endotracheal tube." The IFU also provides that, "if a high-pressure oxygen source is used for insufflation (e.g., jet ventilator), begin at lower pressure and work up gradually. Rising chest wall, pulse oximetry and oral flow should be carefully monitored." The used device and product lot number were not provided to assist with this investigation. Based on the info provided by the physician, it is unclear if the pneumothorax was related to the cook device, the competitors device, another physiological issue or a combination of all. The pt was successfully treated and discharged. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified. A quality engineering risk analysis (qera) was initiated and the risk is insufficient to warrant corrective action at this time.